Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had received a communication error while wearing the pod. Upon arrival of the paramedics while being placed on a stretcher the pods adhesive had separated from the pod infusion site, causing the cannula to become dislodged. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 36 hours.